Manufacturer narrative:
The device and the lens were returned loose in the carton. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to the far end of the loading area. The nozzle has an aneurysm that began on the posterior prior to the wound guard. The aneurysm travelled through the wound guard and continued to the tip exit. The lens was returned adhered in dried solution to the exterior of the loading area posterior surface. The optic edge was torn. The optic has a small cracked area. The optic crack was most likely interpreted as the reported scratch damage. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The device and lens were returned separately. The optic has damage that was most likely interpreted as part of the complaint. Damage was also observed to the nozzle, which extends through the wound guard and into the tip. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the top of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage typically occurs if the lens/plunger is not positioned correctly for advancement. The instructions for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company lens with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation injector has not engaged the lens causing the scratching and not allowing it to be used. Additional information has been requested.